Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for an oversized/overstuffed talus. The plan is to downsize the talus and possibly revise the tibia if necessary.

Manufacturer narrative:
This device was identified as a concomitant product and did not contribute to the reported failure. Therefore, the complaint is closed with no further investigation required. Healthcare professional review confirmed appropriate positioning with no evidence of loosening, malfunction, or performance issues, and no allegations were made regarding the tibial component. Should new information become available indicating potential involvement, the record will be reopened and the investigation reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for an oversized/overstuffed talus. The plan is to downsize the talus and possibly revise the tibia if necessary.